Event description:
Additional information received stated the following: a. Please provide the lot number of the impacted product? B. Did it break into two or more pieces? C. Please verify if the box on the der about broken instrumentation was accidentally mark? If no, were there really pieces left inside the patient. Answer: these pics were sent earlier on with complaint. No pieces were left in patient, we¿re not left in hospital or in a box. They¿re in the drain system of the washer.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Review of the photographic evidence confirmed the complaint. The tip has broken off from the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the acetabular screws had to be removed, liner was removed, with liner extraction instrument. One broke and (piece was lost in washer sterilizer) the second liner extraction was opened and it broke as well, piece was also lost in washer.